Event description:
The pump was returned for investigation. Investigation revealed that the text on the display screen had a reddish tint. There was no reported adverse event associated with this complaint. This report is made based on results of investigation completed on 02/20/2015.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 02/20/2015 with the following findings: investigation revealed that the text on the display screen had a reddish tint. (B)(4)